Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), product type: lead. Product ID: 977c265, serial/lot #: (B)(4), ubd: 20-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) helped program the patient¿s device last tuesday and then they called the day after for assistance on how to use the patient programmer (pp), but the patient was not sure if they knew how to properly use the controller or not because they were having stimulation in places they shouldn't. They stated that the front of their breast was on fire. The patient stated that they couldn't get stimulation to go down, because they didn't know how to use the programmer. They confirmed that the issue started on friday night, and they denied any falls or traumas. They also stated that the rep had not been made aware of this yet. Patient services had the patient sync the programmer to the ins. The patient confirmed the ins was on, but the stimulation was at 0.0v. Patient services had the patient turn the ins off, but the symptoms were still there. Patient services then had the patient turn the ins on and adjust stimulation up, but that did not help either. After that patient services had the patient turn the ins off and recommended that they follow-up with their healthcare provider (hcp) to check on the device and symptoms. The event occurred in (B)(6) 2020. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the patient had an appointment on (B)(6) 2020 and the hcp obtained imaging of the patient's lead. It was confirmed at that time that the patient's lead had moved and she would require a revision to fix the placement. Rep reported this information was provided by the hcp as they were not at the appointment. There is no set date as of now for lead revision. Patient's system is currently off.